Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected that this left ventricular (lv) lead was dislodged as the telemetry looked unusual. Boston scientific technical services (ts) reviewed then discussed there was difference with the previous and present presenting when the lv only pace on the shock channel. Furthermore, increase in threshold was noted and output was raised to ensure capturing. Ts then discussed with the field representative some reprogramming options. Additional information received from the field indicating that a chest x-ray was done and noted that the lead was not completely dislodged. This lead remains in service. No adverse patient effects were reported.